Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that during contralateral left cfa approach, the device failed to re-enter the vessel and the procedure was abandoned. No patient injury reported. Evaluation summary: dimensional verification: as received, the specimen presents an overall length of 299.75cm, a finished coil length of 3.07cm /1.211, a shaped tip length of 0.063, ptfe coated shaft diameter of .01325 to .01330 and a finished coil diameter of .01055(proximal end of the coil) to .01075 (in the vicinity of the angle tip). The shaped tip angle is approximately 28.8o. Observation findings: the specimen presents several bends/kinks of varying severity and frequency scattered over the length of the device. The specimen also presents scraped ptfe coating, in conjunction with scratched wire finish and bend/kink damage 150 to 154cm from the distal tip. The distal tip presents a fracture of the coiling wire adjacent to the distal solder joint, concurrent stretching of the coil segment at the proximal end of the coil creating a stretched region immediately distal of the proximal coil-to-core wire solder joint. The coil wire at the proximal aspect of the fracture is distorted in a manner that suggests torsional loading of the coil wraps. The specimen presents dried blood-like matter between the coil wraps at the angled tip. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Due to the coil damage at the distal tip of the specimen, no effort was made to pass the specimen device through the length of the accompanying catheter and out both side ports and the true lumen distal tip.